Event description:
Customer reported the system was displaying "anode warm" message after approx 7 mins of fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate problem. Found customer was blocking fan vents to the tube, preventing proper heat dissipation. System operates as intended.